Manufacturer narrative:
Results of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "unstable with 8403zx no image/crashed" was not confirmed, and further defects were detected. In total the following defects were detected: · customer complaint not identified · blade damaged · software version is up to date the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the described fault is not attributable to an image failure. The minor damage to the blade has no effect on imaging and the device remains fully functional. As the product is used with other products, such as the cable or monitor, the fault may also lie with these products, so the other products should be examined to determine where the fault originated. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image. No negative impact in state of health reported.